Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the initial evaluation the device did not meet acceptance criteria of evaluation process for no power to device. Unable to retrieve operational, software, blower, or battery information. The technician recommended replacing the device's power supply to address the issue. No further investigation is required at this time. No repair was performed. The unit is to be scrapped at the request of the customer.